Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The malfunction code, identified as malf 5, was resettable, and the customer had not reported or reset the pump for this malfunction in the last 24 hours. Technical support provided pump reset information and assisted the caller in resetting the device. After the reset, the malfunction code did not recur, and the customer was informed that they could continue using the pump. They were also advised to call back if the malfunction code reappeared, which they acknowledged and understood.